Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Other, other text: (B)(6).

Event description:
The customer reported the device works intermittently. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed., other, other text: initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6), corrected data: additional information: d11. Concomitant medical products updated from a blank field to "lncs inf adh sensor; red lnc-10 patient cable"

Event description:
The customer reported the device works intermittently. No patient impact or consequences were reported.